Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that patient has had a loss of therapy that started "about two weeks ago". Pt usually has stimulation set at 6.2 and he can "feel the tingle" (confirmed referring to normal feeling of stimulation), but now pt stated he has tried increasing stimulation up to 7.9 and stated she still cannot feel stimulation and he is not getting therapy relief. Pt inquired if this could be due to an issue with his controller battery. Pss reviewed therapy vs external equipment theory/usage and pt confirmed understanding following education. Pt denied any recent trauma/falls. Pt stated his controller is 100% charged and his ins is depleted. Pss reviewed options to try changing groups/programs and pt stated that his ins was too depleted and he was getting the "battery empty, cannot provide stimulation, recharge your implanted device" screen. Ppss provided education on how to change groups/programs if pt desires. Pt stated he will charge ins and then will try changing groups and will call ps back if he needs further assistance.  There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.